Event description:
It was reported that the patient was experiencing inadequate stimulation due to coverage area did not match up with pain profile. The patient underwent spinal cord stimulation (scs) paddle lead replacement procedure wherein two infinion leads were implanted. The patient was doing well postoperatively. The explanted device components were discarded by the medical facility.